Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced loss of therapy and x-ray imaging confirmed lead migration. Therefore, the patient underwent a lead revision procedure. Intraoperatively, the physician damaged the lead. The damaged lead was left implanted and the procedure was completed however, the damaged lead was then explanted in a separate procedure later that same day. There were no known patient complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Device analysis performed on the returned lead revealed that the lead body was torn. The proximal end of the lead was not returned. Engineers determined that excessive force was exerted onto the lead during its retraction which resulted in a fracture of the lead. A review of the instructions for use (IFU) confirmed that lead migration resulting in loss of pain relief is a known inherent risk with the use of scs. Additionally, the IFU states to avoid damage to the lead with sharp instruments or excessive force during surgery.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced loss of therapy and x-ray imaging confirmed lead migration. Therefore, the patient underwent a lead revision procedure. Intraoperatively, the physician damaged the lead. The damaged lead was left implanted and the procedure was completed however, the damaged lead was then explanted in a separate procedure later that same day. There were no known patient complications postoperatively.